Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.